Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris smartsite extension set was clogged. The following information was provided by the initial reporter: does not flush through either port.

Manufacturer narrative:
H.6. Investigation: no product or photo was returned by the customer. It was reported that the extension set does not flush through the port. The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review for model 20159e lot number 21039822 was performed. There was one quality notification issued for the failure mode reported by the customer during the production build of this set. A definitive root cause for the customer's experience could not be determined as no needle-free connector (smartsite) was returned. Following a small number of similar reports, bd has conducted an in-depth investigation, CAPA#1998036, to identify any potential contributing factors for occlusion of this nature. A complaint history check was performed and this is the 7th related complaint reported with the defect/condition of flow issues - fluid blockage with lot #21039822 regarding item #20159e. H3 other text : see h.10.

Event description:
It was reported that the bd alaris smartsite extension set was clogged. The following information was provided by the initial reporter: does not flush through either port.